Event description:
Medics report that during attempts to pace pts the device will intermittently stop pacing without request. The device operator will manually reset pacing current. The reporter stated the device has had problems for several months. The department has had a third party service provider evaluate the device each time an intermittent pacing episode has occurred. Medtronic was not notified of any adverse pt events as a result of device operation.